Event description:
Atrial noise seen on homemonitoring iegms and reproducible in office. Will be discussed further with physician on next steps. Device remains implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.